Event description:
Patient alleges bolus advice is giving too much or too less insulin; no specifics were provided. Patient reported her settings are all correct. No adverse event reported. Requested return of the alleged device for evaluation; no replacement was sent.